Event description:
User facility medwatch report received that states: patient coded as the diagnostic cardiac catheterization was completed. Patient was stabilized, temporal pacemaker was inserted, and intraoperative balloon pump inserted into the left femoral artery. After stabilizing the patient hemodynamically, percutaneous coronary intervention was carried out. Fl4 guiding wire was engaged to left main coronary artery. Choice pt guidewire was able to cross the totally occluded lesions with the use of a 2.0x15 mm balloon. It re-established the distal flow. Balloon angioplasty was performed to establish the flow. Significant residual stenosis was still present. 2x15 mm balloon used for further dilatation followed by deployment of 2.5x18mm drug-eluting xience stents. Attempts to cover distal end of lesion unsuccessful, therefore this was deployed in the proximal segment, dilated at 14 atmospheres. Buddy wire attempted to reinsert through the stent, unable to get a cath through the distal segment of the lad. 2.5x12 mm drug eluting stent was attempted to pass through the first stent, was unsuccessful. Stent was withdrawn with the hope to dilate with a 2 5 noncompliant balloon. Apparent the stent was left behind within the first stent in the proximal stents. Further attempt to pass the balloon through the un-deployed stent was unsuccessful. Another wire was passed through the first stent, but unable to pass through the distal segment. No further attempt made as the distal flow maintained in timi grade 3 flow. Will request cardiothroacic surgical consult for possible coronary artery bypass surgery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Additional information: attempts were made to advance the stent to cover the distal end of the lesion; however, the stent was unable to reach the distal lesion and was; therefore, implanted in the proximal segment of the target lesion. A second stent, the 2.5 x 12 mm xience xpedition, was then advanced through the 2.5 x 18 mm xience xpedition stent to treat the distal portion of the lesion; however, the stent delivery system was unable to cross. During removal, the stent dislodged in the 2.5 x 18 mm xience xpedition stent. Attempts were made to pass a dilatation catheter balloon to the site of the stent; however, the dilatation catheter could not get to the stent. The patient was transferred to a sister facility for continued care and was discharged on (B)(6) 2013. At this time, the stent remains in the patient anatomy and it is unknown if a coronary bypass procedure will be scheduled for a later date. No additional information was provided. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the electronic xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) states: stent placement should be performed at hospitals where emergency coronary artery bypass graft surgery is accessible. Additionally, the IFU states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience xpedition stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.